Event description:
During set up for inguinal hernia repair surgery, secure strap jammed. Another device was opened and used. There was no delay or negative impact to the pt as the case had not yet started.